Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the common femoral artery (cfa) puncture site. The lumen diameter of the vessel was 6 mm. A 7f terumo radifocus sheath was also used. The compaction marker was fully exposed and after the angio-seal was deployed, a small hematoma formed at the puncture site. Manual compression was applied and hemostasis was achieved. One day later, the hematoma grew to 2.5cm and blood transfusion was given. The patient's blood pressure and hemoglobin dropped. The next week, the patient recovered and was walking. An ultrasound revealed a pseudoaneurysm. Twenty-three days later, surgery was performed to remove the angio-seal. An incision was made in the proximal and distal end of the puncture and the suture like substance was removed. The pathology report revealed that the removed substance was a mixture of thrombus and not the angio-seal. The patient lost 500ml of blood during surgery and 1600 ml blood was transfused to the patient. Five weeks later, the patient was discharged. There were no symptoms of stenosis.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.